Event description:
It was reported the patient has gained weight and has been unable to communicate with the ipg using the charger and programmer. As a result, the patient has lost stimulation. An sjm rep attempted to troubleshoot the issue, but was unsuccessful. The patient will meet with her doctor to discuss the issue.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.